Event description:
It was reported that "md noted wire looked disfigured at the tip. Grabbed new kit. Product used on patient". Additional information recieved from the customer clarified the guidewire was found kinked prior to use on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "md noted wire looked disfigured at the tip. Grabbed new kit. Product used on patient". Additional information recieved from the customer clarified the guidewire was found kinked prior to use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one guidewire assembly for evaluation; the end cap was not present on the guidewire advancer assembly upon receipt. No definitive signs of use were observed on the returned components. Visual inspection identified a kink at the j-band region of the guidewire. Microscopic examination confirmed the presence of the kink and revealed misaligned coil windings along the j-band curve at the same location. Under normal assembly configuration, the region where the kink was observed would be positioned within the end cap of the guidewire advancer assembly, which is designed to protect the guidewire from damage during handling and transport. Both the distal and proximal welds were present and appeared full and spherical in morphology. The overall length of the guide wire measured 606mm, which is within the specification of 600mm-608mm per product drawing. The outer diameter of the guide wire measured 0.796mm, which is within the specification of 0.788-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire encountered minor resistance when the kink passed through the lab inventory ars and 18 ga introducer needle. All undamaged sections of the guide wire were able to pass through the arrow raulerson syringe (ars)/ 18 ga introducer needle subassembly with no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed during evaluation of the returned sample. A kink was observed at j-band curve, and the end cap was not present on the guidewire advancer assembly. Under normal assembly conditions, this portion of the guidewire would be housed within the end cap, which serves to protect it from damage. The guidewire met all applicable dimensional and functional specifications. A device history record review was completed with no relevant findings. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.